Manufacturer narrative:
The reported event of break/high impedance was confirmed. Analysis of the return lead found a kink/fracture on the outer tubing where all internal wires were broken, followed by a cam impression mark. The fracture was consistent with an overstress condition or sudden event the lead may have been subjected to while still in vivo. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced an increase in pain. Troubleshooting revealed high impedance on 8 contacts. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was explanted and replaced to address the issue. It was noted upon removal that the lead was visibly fractured.